Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999 the patient underwent a primary right l4-l5 spinal root decompression. 2 weeks later, the patient presented with "headaches". The investigator noted the event as mild in intensity. The physician ordered the patient to cease taking medications and the condition was reported resolved with treatment in 09/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as possible causes for the event. In 09/99, the patient presented with "recurrent back pain and recurrent right leg pain". The investigator noted the event as moderate in intensity. The physician noted that the flare-up of symptoms was brought on by bending over at work and pulling of a barbecue. The physician ordered an MRI and prescribed therapy and anti-inflammatories (vioxx, 25 mg po qd) as treatment for the conditions. The conditions were reported resolved with treatment in 03/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted the illness being treated as possible causes for the event.